Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 47 mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for a week and a half before that once in a while but not this often. The customer was advised to speak with their health care provider regarding the low blood glucose. The customer was advised to monitor the pump.